Manufacturer narrative:
B5: it was clarified that "no active leak occurred during this event"; no droplets, just powder/precipitate was noticed. Therefore, there was no allegation against the infusor. H10: the baxter infusor is no longer considered a suspect product in this event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter postal code:(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked. Drug precipitate was observed on the outside of the casing. The device had been filled with fluorouracil 4295mg in sodium chloride 0.9%. This was identified before use. There was no patient involvement. No additional information is available.